Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the customer experienced burn and blister. There was no adverse impact to the customer¿s blood glucose value. The customer continued to use the pump for insulin therapy.